Event description:
It was reported to nova biomedical that a consumer received high readings on his blood glucose meter throughout the day and it is unclear if the consumer treated himself with any medications based on those readings. Subsequently, the consumer experienced a hyperglycemic event, which did require medical intervention. Prior to the emts arrival, a co-worker administered 10 units of insulin and the consumer passed out. When the emts arrived, they gave him insulin via an IV until the consumer came around. It is unk how much additional insulin was administered by the emts. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation. The test strips in question will not be returned for evaluation as they were discarded by the consumer.